Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. The device was not returned to olympus for inspection, so the reported failure of monitor went off and then on, was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during device service maintenance onsite inspection, when the high flow insufflation unit was turned on, the image monitor went off and then on, suspecting the issue was a possible electrical ground leak. There was no patient involvement.